Event description:
Complaint alleges: it was reported that the stapler jammed when trying to staple the pt. Customer had to organize another skin stapler. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.